Event description:
The echelon 60 powered stapler (psee60a) echelon flex powered plus stapler completely malfunctioned once clamped to the tissue. The stapler would not fire nor release the tissue. This malfunction caused a blood loss of 200cc.